Manufacturer narrative:
The device was received for evaluation. An event history log review was performed which identified multiple air in line alarms that had occurred. During evaluation, a flow rate accuracy test was performed, and the false air in line alarms could not be reproduced. Air in line alarms were verified in the event history log review to have occurred. The cause of the reported condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had false air in line alarms which occurred during delivery in the medical ICU. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Investigation findings and conclusion codes. The device was received for evaluation. An event history log review was performed for the event date provided which did not show any "air in line" alarms. During evaluation, a flow rate accuracy test was performed, and the false air in line alarms could not be reproduced. The device was found operating within specification. The reported issues was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.